Event description:
This spontaneous report was received on (B)(4) 2011, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss dentotape, mint for dental cleaning (route dental, lot number (B)(4) and expiration date unspecified) and reported that the tape got caught underneath the cutter and the cutter popped out of the dispenser when pulled on it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This report is being submitted to correct the initial manufacturer report number previously submitted on (B)(4) 2012, from 8041101-2011-00025 to 8041101-2012-00001. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2012 from a female consumer (age unspecified) reporting on self from the united states.on an unspecified date, the consumer purchased reach johnson &amp; johnson floss, mint waxed for dental cleaning (lot number-1461d, expiration date unspecified). The consumer reported that when she went to use the floss, the metal cutter came apart. It happened the second time. This report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.